Manufacturer narrative:
Updated fields: b4, d8, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and stated the monitor screen showed the company logo and the touch control panel showed a swirling symbol like when the machine was booted before. Turned the unit off and there was a long warning sound / unable to turn off the machine. Fse had to unplug and remove the battery. The fse checked the machine on site with the customer and found that the machine can be opened. The device can be turned off (check the main plug and battery modes). Entered service mode, read fault code in log file and found fault code #139. The fse found the solenoid control board damaged and found soot stuck on the motor control board. Withdrew parts to do the test. The inspection found that the pcb and solenoid control were damaged and the board burned at (c11). The fse replaced cb, solenoid, control (d670-00-1161), pcb, motor control and pcba, cardiosave rohs power management. Change the board according to the factory's instructions. Tested the machine according to the checklist document and ran test. The machine can be used normally.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during patient use, the cardiosave intra-aortic balloon pump (iabp) stopped, accompanied by a loud alarm. No harm to the patient was reported.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h11 corrected fields: b5, e1 (event site address), h6 (medical device problem code and investigation findings). Due to character limit in block e1 event site address: (B)(6). A getinge field service engineer (fse) evaluated the unit and stated the monitor screen showed the company logo and the touch control panel showed a swirling symbol like when the machine was booted before. Turned the unit off and there was a long warning sound / unable to turn off the machine. Fse had to unplug and remove the battery. The fse checked the machine on site with the customer and found that the machine can be opened. The device can be turned off (check the main plug and battery modes). Entered service mode, read fault code in log file and found fault code #139. The fse found the solenoid control board (0670-00-1161) damaged and found soot stuck on the motor control board. Withdrew parts to do the test. The inspection found that the pcb and solenoid control were damaged and the board burned at (c11). The fse replaced cb, solenoid, control (d670-00-1161), pcb, motor control (d670-00-1159) and pcba,cardiosave rohs power management (d670-00-1162). Change the board according to the factory's instructions. Tested the machine according to the checklist document and ran test. The machine can be used normally. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj the failure analysis and testing dept. Received the following parts associated with this complaint: pn 0670-00-1162 pn 0670-00-1161 pn 0670-00-1159 parts were received with a reported failure of the unit unable to power off and damaged boards from burning. The fat performed a visual inspection and found pn 0670-00-1161 and pn 0670-00-1159 to have burn and smoke damage. See attachments. Confirmed the failure on these parts but no root cause defined. The fat installed pn 0670-00-1162 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. The unit will power on automatically and cannot shut off. This is a known issue and has been resolved in a future fsca. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. As. The most probable root cause for the reported is component reliability.

Event description:
It was reported during use, the cardiosave intra-aortic balloon pump (iabp) shut down and there was a loud alarm. Customer could not close the device by powering on-off. Unit also had a burning smell. There was no patient harm.